Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: bi71000210, serial/lot #: rev. 1 : s/n n/a. Device evaluated by MFR? The representative went to the site to preform system check out. It was noted that the emergency stop would not clear when system booted, and the dongle mounting screws were broken. They replaced the dongle and the system passed all testing. The returned dongle was visually inspected and it noted that the dongle was missing one mounting screw and the other mounting screw was broken/missing threads. The dongle was not able to stay firmly in place. Confirming that the dongle assembly was damaged. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the emergency stop would not clear. Technical services (ts) recommended checking to make sure the dongle was fully seated.